Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the event: needle detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pfr kit - pinnacle, anterior apical was used during a anterior prolapse procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the needle detached upon fixation of the posterior arm at the sacrospinous ligament. While pulling the capio device, they noticed that the suture was no longer attached to the needle and it got stuck into cage of the capio device. Nothing was left behind the patient. The procedure was completed with another pfr kit - pinnacle, anterior apical. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.